Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, this device was explanted and replaced with a malleable device due to infection. No other adverse patient effects were reported.